Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. It was observed that the #0, # 1, and # 2 keys to be inoperable and the remaining functional keys had intermittent outputs. The reported symptom was found to be caused by a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had an inoperable and intermittent keypad output. It was also reported there was no patient involvement.